Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00327 on 16-june-2020. Additional information (17-june-2020): the siemens customer service engineer (cse) inspected the atellica im 1300 analyzer and noted that the reagent probe 1 was bent and not dispensing correctly. The cse serviced the probe, verified the dispense, and resolved the issue. Siemens reviewed the information provided by the customer, and there was no indication that quality controls were out at the time of the run. The customer informed siemens that samples are centrifuged for 5 minutes at 6000 revolutions per minute. Siemens noted the reagent probe 1 is used for troponin I ultra (tni-ultra) testing and was the potential cause for the discordant result. The cse performed a precision check post service. The results were acceptable, and no discordant result was noted. The analyzer performed within specifications. No further evaluation of the device was required. Section h6 (results and conclusions) is updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens dispatched a siemens customer service engineer (cse) to the customer site. Siemens is investigating.

Event description:
A discordant falsely elevated troponin I ultra (tni-ultra) result was obtained on an atellica im 1300 analyzer. The customer performed repeat testing, and obtained a result of 0.000 ng/ml. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.